Event description:
It was reported that the patient presented with a right common iliac in-stent restenosis. The physician gained access via the right femoral artery and advanced the wire past the lesion and parked it in the aorta. He changed the sheath to a 7fr 23 cm cordis bright tip and placed the end in the distal aorta past the lesion. The physician then placed a covered stent into the sheath and positioned it at the lesion. He pulled back the sheath to expose the stent. He then repositioned the stent twice moving it up and down in the lesion within the existing bare metal stent. The second time the stent came off the balloon. After several attempts to capture the stent to remove or trying to deploy it with a smaller balloon, the physician decided to gain access from the left femoral artery. Once access was achieved the physician was able to snare the loose stent and safely remove it.

Manufacturer narrative:
On completion of the investigation, a follow up report will be submitted.